Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lfs and alleged his meter was prompting a not ok message when powering the meter on. He reported feeling bad all day on saturday. The meter was working at the time. The pt stated that he began testing on a back-up meter on sunday. The not ok issue was not resolved with troubleshooting. The pt reported that no medical attention was needed. Based on the info provided, there is evidence of a meter malfunction. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the pt.